Event description:
It was reported to philips that the system was not turning on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to turn on. The philips field service engineer (fse) visited the system onsite and upon troubleshooting, the fse found that the device was a new install and the room breaker, and the ups were off. To resolve the issue, fse turned on the room breaker and ups after which the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no system malfunction as the issue occurred due to the room breaker and ups were off. Once the room breaker and the ups were on the system was working as per specification. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.